Event description:
It was reported that the user experienced an episode of severe low blood glucose while using the ilet insulin pump, describing continuous insulin delivery without need and requiring oral glucose treatment administered by a caregiver; the event was discussed with trainers and the manufacturer, and the user requested to return the device. Symptoms included hypoglycemia and confusion or disorientation. Outcomes included no lasting health consequences or impact, and there was no hospitalization. Investigation included an initial assessment with available information, which was insufficient to determine a specific device malfunction or component issue. Investigation of this case revealed that no definitive device problem or component failure could be identified based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.